Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
This report is submitted on march 24, 2017.

Event description:
Per the clinic the patient experienced poor performance with device use, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.